Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The lesion being treated was located in the very tortuous saphenous vein graft (svg). The physician attempted to deliver a 3.50x12mm taxus express2 drug eluting stent but was unable to cross the lesion. When the physician tried to remove the taxus stent, the stent became stuck on the guide catheter. It was removed without harm to the pt and the procedure was successfully completed with a 4.00x8mm non-bsc bare metal stent. The pt condition is okay. No further info was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.